Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter:: product ID, 8578 serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
Hcp reported the patient was admitted to the hospital for a pump malfunction. The patient experienced signs of underdose and increased spasticity. The patient's pump was in need of a refill. It was unknown if the pump was empty or close to empty. The cause of the event was the patient didn't come in for follow up. There was no injury. The pump was refilled on (B)(6) 2012. The pump was delivering lioresal.